Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that there was a surgery to repair the interstim on (B)(6) 2017. There was reprogramming for the stimulation on (B)(6) 2017. The patient was reprogrammed and doing fine. The device not working has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. It was reported that the device was not working for the patient, the patient did not feel stimulation with therapy on. It was noted that it was not helping the patient. The patient adjusted their stimulation to 1.9 v and was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.